Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had an autofill failure and rapid gas loss.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. It was reported that the cs300 intra aortic balloon pump (iabp) had autofill failure alarm/ rapid gas loss alarm issue. Patient involvement is unknown. The customer cancelled service no information available.

Event description:
N/a.